Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device and right ventricular (rv) lead, defibrillation threshold (dft) testing failed numerous times. The patient was required to be externally rescued. Subsequently, the device delivered an additional shock after oversensing noise of an unknown source. Intermittent loss of capture (loc) was also noted post shock. Boston scientific technical services discussed potential causes of the clinical observations. The device and lead were successfully implanted and remain in service. There were no adverse patient effects reported.